Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2012) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device 1). Additional supplemental emdrs were submitted to represent the bard/davol perfix plug (device 2) and the bard/davol perfix plug (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard soft mesh and bard/davol perfix plugs (x3). As reported, the patient is making a claim for an adverse patient outcome against perfix plugs (x3) which were implanted on (B)(6) 2013. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 ¿ patient was diagnosed with bilateral inguinal hernia, recurrent umbilical hernia thereby underwent open repair with the implant of perfix plugs (device 1, 2, 3). Per op notes, ¿attention to the right groin, direct hernia was noted. A perfix plug (device 1) was placed within the hernia defect and onlay patch of marlex placed overlying the defect using sutures. Attention to left side, indirect inguinal hernia was noted. A perfix plug (device 2) was placed within the hernia defect. Attention to umbilicus, hernia sac was dissected free from surrounding adipose defect. A medium perfix plug (device 3) was placed in the defect and sutured circumferentially.¿ (B)(6) 2018 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of mesh (device 3) and implant of bard soft mesh (device 4). Per op notes, ¿a hernia sac was encountered in the subcutaneous tissue. The moderate sized fascial defect with a portion of mesh adherent to the hernia sac. The migrated mesh (device 3) was excised. A bard soft mesh (device 4) was tailored to fit over the fascia and tacked.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). Additional emdrs were submitted to represent the bard/davol perfix plug (device #2) and the bard/davol perfix plug (device #3). Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard soft mesh and bard/davol perfix plugs (x3). As reported, the patient is making a claim for an adverse patient outcome against perfix plugs (x3) which were implanted on (B)(6) 2013. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.